Manufacturer narrative:
Product analysis results. Visually and optically confirmed one of the head gripper components are broken off the instrument tip. The broken off component is bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure. There is some wear and deformation on the tab of the broken component which could have made it difficult to remove. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery (mis) transforaminal lumbar interbody fusion (tlif) due to l5/si grade I spondy. During the procedure, the extender got stuck on the screws and broke upon removal. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.